Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of screening colonoscopy and underwent colonoscopy with polypectiomy due to rectal polyp which is submitted for pathology. On (B)(6) 2009: rectal polyp of 4 x 2 x 2 yellow tan polyp. Sections of colonic biopsy show a hyperplastic polyp. There is no evidence of adenomatous change or malignancy. On (B)(6) 2009: patient underwent "screening mammogram with cad analysis". Findings: the breast implants appear to be intact.no evidence of malignancy is seen. On (B)(6) 2010, conclusion : status post acdf c5-c6 interspace with solid fusion across the interspace level. Moderate narrowing of the c5-c6 neural foramina bilaterally. On (B)(6) 2010: patient underwent "digital screening mammogram with cad". Findings: no radiographic evidence of malignancy.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with a complaint of sinus pain and pressure. On (B)(6) 2009: the patient presented with concern about her ears. On (B)(6) 2009: the patient presented with a concern of tick bite. On (B)(6) 2009: the patient presented with cough. On (B)(6) 2009: patient presented with complaint of upper neck and headache pain with c2-3 zygapophyseal joint related pain generators. For which patient underwent percutaneous radiofrequency c3 primary ramus on the right and the c2 and c3 medial branch nerves on the right.

Event description:
It was reported that on: (B)(6) 2010: as per the billing records, the patient presented for post-op follow up. On (B)(6) 2011: patient underwent for pelvic follow-up. Impression: postvoid residual 4%. No bladder wall abnormalities evident.

Event description:
It was reported that the patient underwent anterior fusion l5-s1 using rhbmp-2/acs. Post-op, the patient developed increasing low back pain, cramping, associated radiculopathy and numbness in her right leg and foot, and neck pain. The patient continues to experience radiating pain in her low back along with pain, numbness, tingling, and weakness in her right leg. She continues to have severe neck pain with accompanying and debilitating headaches. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op diagnosis of l5-s1 degenerative disk disease with bilateral femoral stenosis and disk herniation and underwent following procedure: stage 1 anterior spinal fusion with total discectomy and bilateral foraminal decompression, anterior spinal fusion using femoral cortical ring allograft combined with bmp, anterior instrumentation using a anterior lumbar plate . Per op-notes, ¿..the interbody device was then packed with bmp soaked sponge pieces combined with local bone graft. .. The surgeon then placed peek interbody device eccentric to the left to correct the scoliosis. The cage was packed with autogenous local bone graft combined with the bmp soaked sponge..¿ later the patient underwent stage 2 posterior spinal fusion l5-s1 using left iliac crest bone graft and segmental instrumentation , right l5-s1 laminectomy and s1 nerve root decompression. Implantation of indwelling pain catheter. Per op notes, ¿.. The wedge custom shaped graft was then packed with bmp soaked sponge combined with local bone graft which was obtained from endplate preparation with a bur. .. The surgeon placed structural graft along with additional bmp sponge.. Anterior lumbar plate was fixed to the anterior l5 and s1 vertebrae...¿ on (B)(6) 2008, the patient presented for follow up with probable bilateral l5 radiculitis and possible s1 radiculitis. On (B)(6) 2008: patient came for pain management follow-up and procedure report with postlaminectomy syndrome status post lumbosacral fusion with related radiculitis s1 versus l5. For which patient underwent diagnostic/ therapeutic injection using a transforaminal approach at s1 under fluoroscopy for confirmatory radiculogram/epidurogram followed by injection of hyaluronidase for adhesiolysis, followed by anesthetic and steroid. Patient tolerated the procedure well with no complications reported. On (B)(6) 2008, (B)(6) 2009: patient presented for follow-up visit post ¿acdf¿ c5-6. On (B)(6) 2008, (B)(6) 2009: patient underwent therapeutic injection using a transforaminal approach at s1. On (B)(6) 2009, the patient presented with complaint of right leg pain since surgery. On (B)(6) 2009, the patient presented with post laminectomy syndrome status post lumbosacral fusion with related s1 radiculitis. On (B)(6) 2009 <(>&<)> 15 apr 2009, the patient presented for follow up and review of her condition. On (B)(6) 2009, the patient presented with indication of dizziness and underwent us carotid duplex bilateral. Impression: minimal bilateral internal carotid atherosclerosis. No hemodynamically significant lesion seen using nascet criteria. Antegrade vertebral flow bilaterally. On (B)(6) 2009: patient presented for follow-up visit. On (B)(6) 2009: patient presented with complaint of facet synovitis at c4-5 with bilateral left greater than right and related neck pain. For which patient underwent intraarticular zygapophyseal joint injections bilaterally at c4-5 level. On (B)(6) 2009: patient presented with cervical spondylosis with facet arthropathy and symptoms of upper neck pain and headache with suspected posterior element pain generators bilaterally at the c2-3 level. For which patient underwent intraarticular zygapophyseal joint injections on both right and left sides at c2-3 and steroid on each of the two sides. On (B)(6) 2009, (B)(6) 2011: patient presented with complaint of upper neck and headache pain with c2-3 zygapophyseal joint related pain generators. For which patient underwent percutaneous radiofrequency c3 primary ramus on the right and the c2 and c3 medial branch nerves on the right. On (B)(6) 2009: patient presented with complaint of recurrent symptoms of bilateral thoracic and chest wall radiating pain with a history of disc herniation at t7-8. For which patient underwent bilateral transforaminal needle placement at the t7-8 level under fluoroscopy followed by epidural steroid injection. On (B)(6) 2009, the patient presented with one year status post lumbosacral fusion. On (B)(6) 2010, the patient underwent MRI of left shoulder . Conclusion: mild acromioclavicular joint osteoarthritis with slight lateral downsloping of the acromion. Trace fluid in the subcoracoid recess with a small 5 mm intra articular loose body. The patient underwent MRI for right shoulder as well. Conclusion: mild acromioclavicular joint osteoarthritis, mild tenosynovitis of the long head of the biceps. On (B)(6) 2010, the patient presented for mr of cervical spine without contrast due to her neck pain with bilateral arm and shoulder pain . Conclusion: moderate narrowing of c3-4 <(>&<)> c5-6 neural foramina bilaterally. Mild degenerative disc changes c4-5 <(>&<)> c6-7 interspaces without canal or foraminal stenosis. On (B)(6) 2010: patient presented with complaint of flu, cough. Assessment: bronchitis, viral enteritis. On (B)(6) 2010: patient underwent MRI of lumbar spine without contrast. Impression: spinal curvature apex convex left with l5-s1 fusion and interbody and hardware base intact. No spinal stenosis at any level. Shallow intraforaminal protrusion on the left at l4-l5 with subtle bilobed protrusion and bulge at the caudal foraminal margins at l3-l4 level. However no discrete canal lateral recess or foraminal encroachment with no direct nerve root abutment evident. On (B)(6) 2010: patient presented with lump back of neck x 1yr. Diagnoses: epidermal cyst, posterior neck, enlarging. Enlarging lesion, most likely nevus, and forehead. Dermatofibroma, left knee. On (B)(6) 2010: patient presented with complaint of bilateral back and radiating leg pain in the setting of l4-5 disc disruption with a prior l5-s1 fusion. For which patient underwent epidural steroid injection. On (B)(6) 2010: patient had diagnoses as: history of lumbosacral fusion with left greater than right lateral recess stenosis at the adjacent l4-5 level of questionable significance. Probable symptomatic right si joint with pseudosciatica. On (B)(6) 2010, (B)(6) 2011: patient presented with complaint of right posterior hip/upper buttock and intermittent leg pain with suspected si joint related symptoms including pseudosciatica. For which patient underwent: intraarticular injection of the right sacroiliac joint following confirmatory arthrogram. Infiltration of the interosseous ligament overlying the right sacroiliac joint. On (B)(6) 2011: patient presented with complaint of left posterior hip/upper buttock and intermittent leg pain with suspected si joint related symptoms including pseudosciatica. For which patient underwent: intraarticular injection of the left sacroiliac joint following confirmatory arthrogram. Infiltration of the interosseous ligament overlying the left sacroiliac joint. On (B)(6) 2011, the patient presented with following problem : right posterior hip/upper buttock and intermittent leg pain with suspected si joint related symptoms including pseudosciatica. On (B)(6) 2009, (B)(6) 2011: patient presented with complaint of upper neck and headache pain with c2-3 zygapophyseal joint related pain generators. For which patient underwent percutaneous radiofrequency c3 primary ramus on the right and the c2 and c3 medial branch nerves on the right. On (B)(6) 2011: patient presented with complaint of left posterior hip/upper buttock and intermittent leg pain with suspected si joint related symptoms including pseudosciatica. For which patient underwent: intraarticular injection of the left sacroiliac joint following confirmatory arthrogram. Infiltration of the interosseous ligament overlying the left sacroiliac joint. On (B)(6) 2011: patient presented with complaint of upper neck and headache pain with history of prior cervical fusion and spondylosis; recurrence of left sided buttock and posterior thigh pain in an s1 distribution status post prior l5-s1 fusion. On (B)(6) 2011: patient presented with postlaminectomy syndrome status post fusion with related s1 radiculitis on the left. For which patient underwent needle placement at s1 on left followed by injection of hyaluronidase for adhesiolysis followed by epidural steroid injection. On (B)(6) 2011: patient presented with postlaminectomy syndrome status post fusion with related l5 radiculitis on the left. For which patient underwent needle placement at l5 on left followed by injection of hyaluronidase for adhesiolysis followed by epidural steroid injection. On (B)(6) 2011: patient presented with complaint of positive facet syndrome and occipital neuritis. And problem of axial neck pain. X-ray of cervical spine showed mild kyphosis at c3-4 and mild instability at c4-5. On (B)(6) 2011, the patient presented with complaint of bilateral back and radiating leg pain in the setting of l4-5 disc disruption and lateral recess stenosis with a prior l5-s1 fusion. The patient underwent transforaminal needle placement at l4-l5 bilaterally under fluoroscopy for confirmatory radiculogram/epidurogram followed by selective epidural steroid injection on each of two sides. On (B)(6) 2011: patient underwent cervical myelogram CT post myelogram. Impression: c5-6 interbody and hardware plating fusion intact. Shallow ventral protrusion c3-4 with minimal effacing effects. C4-5 right eccentric minimal protrusion without effacing effects with associated facet arthropathy. Right eccentric spurring posteriorly at c5-6 with ventral thecal sac effacement but no significant cord or foraminal stenotic effects. Patient also underwent CT thoracic spine due to lumbar and cervical fusion with back pain. Impression: small disc protrusion at t4-5, t5-6, t6-7, t7-8. No significant cord effacing effects or foraminal stenosis. On (B)(6) 2011, the patient presented for follow up. On (B)(6) 2011: patient presented with complaint of bilateral back and radiating leg pain in the setting of l4-5 disc disruption and lateral recess stenosis with a prior l5-s1 fusion. For which patient underwent transforaminal needle placements bilaterally at l4-5 under fluoroscopy followed by selective epidural steroid injection. On (B)(6) 2010: patient underwent MRI of lumbar spine without contrast. Impression: spinal curvature apex convex left with l5-s1 fusion and interbody and hardware base intact. No spinal stenosis at any level. Shallow intraforaminal protrusion on the left at l4-l5 with subtle bilobed protrusion and bulge at the caudal foraminal margins at l3-l4 level. However no discrete canal lateral recess or foraminal encroachment with no direct nerve root abutment evident. On (B)(6) 2011: patient presented with complaint of thoracic pain and radiating symptoms bilaterally in the setting of multiple level thoracic disc disruptions with symptoms in t5-6 area. For which patient underwent epidural steroid injection at t6-7 level. On (B)(6) 2011: patient underwent cervical myelography. Conclusion: solid appearing acdf at the c5-6 level. Moderate adjacent level diseases at both c3-4 and c4-5 with ventral dural sac deformity and decreased filling of the c5 nerve roots bilaterally. On (B)(6) 2011, the patient presented with thoracic pain and radiating symptoms bilaterally in the setting of multiple level thoracic disc disruption with predominant symptoms in the t5-6 area.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.